Event description:
A 52-year-old male with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2024. On october 11, 2024, novocure received an adverse event report detailing that on an unspecified date the patient experienced swelling described as puffiness on the head, as observed by the patient's spouse. The patient denied the presence of scalp lesions or open wounds but reported discomfort on the head and scalp related to optune gio therapy. A physician prescribed a course of steroids for one week, which initially alleviated the symptoms; however, the symptoms subsequently returned. The prescribing physician preferred not to be contacted for further information.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the swelling on the patient's scalp cannot be ruled out. Swelling is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).